Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a CT revealed that the patient's aneurysm had increased. Approximately eight years and ten months post index procedure, an angiogram revealed that the aneurx device had a proximal type I endoleak. The physician elected to implant an endurant aortic cuff and the proximal type I endoleak was resolved. Per the physician, the cause of the event was unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.